Event description:
It was reported that this right ventricular (rv) lead intrinsic amplitude was out of range. (B)(6) technical services (ts) discussed that both leads were at yellow alert measurements and how all nine days that follow that the intrinsic amplitudes are back to normal. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).